Event description:
Tip of guide wire appeared stretched on fluoroscope during crossing of lesion. Physician tried pulling the wire back, but it became trapped at the tip of a ranger balloon catheter. The physician then removed the entire system from the pt and found that the tip was stretched. No pt complications or injuries were reported. However, during the evaluation it was determined that the core wire had fractured, and it has been determined that this type of fracture may cause an adverse event if it were to recur.